Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer while performing startup. The volume of the leak was unknown and was contained within the instrument. The customer also reported that the instrument was generating low vacuum errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found a leak in the tubing through pinch valve vl12b. The tubing through pinch valve vl12b runs from the white blood cell (wbc) bath drain line to the hemoglobin (hgb) chamber. The fse replaced the tubing to resolve the issue. The repairs were verified per established procedures. (B)(4).